Manufacturer narrative:
Concomitant products: product ID: 3093-33, lot# va0cjxy, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported the patient¿s programmer was not working. While on the call, the patient was able to connect and see that their stimulation was off. The patient turned stimulation on. The patient had been experiencing a funny, shock-like sensation in their buttock. The shocking had been intermittent for a couple of months. The patient decreased stimulation until the shocking could be checked out. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.